Manufacturer narrative:
Complaint/service history review: a 13-month complaint history review and service history review for similar complaints was performed for instrument serial number (B)(4) from 6/30/2020 to aware date 7/30/2021. No other similar complaints were identified during the search period. Review of related documentation: the aia-900 operator¿s manual states the following: [4124] sample-z bump. Cause: the specimen cap rear-end collision sensor (B)(4)was activated while the specimen dispensing arm z was moving toward the home position. An ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check (B)(4) for a possible malfunction. An investigation was performed in response to a complaint of error [4124] sample-z bump on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. By phone, field service confirmed the error, and the customer was able to reproduce the error by attempting to run a sample. Field service had the customer clean the sample nozzle sensor with canned air repeatedly. Following the clean, the customer was able to run the instrument without any errors. This indicates dust or dirt problem due to maintenance. In conclusion, this investigation confirmed a failure of the aia-900 analyzer to meet specifications or intended use. The sample nozzle sensor exhibited dust or dirt problem due to maintenance. No further action is warranted at this time. Complaint events are subject to periodic trend analysis and consideration for corrective and preventive actions.

Event description:
The customer reported receiving error [4124] sample-z bump on the aia-900 analyzer while attempting to run daily check. The error occurred each time the customer attempted to run the instrument. Field service was notified. A field service engineer (fse) was dispatched to address the reported issue. There was a delay in reporting intact parathyroid hormone (ipth) patient results. However, there was no patient intervention or adverse health consequences due to the event.